Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the insulin pump had an alarm and bolus was not delivered. The customer's blood glucose value was 379 mg/dl. Customer reported she tried to deliver bolus again and it went through but another alarm came up. The device will not be returned for analysis.